Event description:
It was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleedings"), blindness ("very elevated loss of vision") and infection ("infections") in a female patient who had essure (batch no. 729921) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), infection (seriousness criterion medically significant), abdominal pain ("abdominal pains"), diarrhoea ("chronic diarrhea"), vomiting ("vomit"), muscle spasms ("cramps in hands and leg"), back pain ("lumbar pain"), hypersensitivity ("allergic reaction"), visual impairment ("vision problems (flying flies)"), memory impairment ("memory problems"), tooth loss ("loss of dental pieces") and liver disorder ("hepatic problems"). On an unknown date, the patient experienced device intolerance ("her body rejected the essure"). The patient was treated with surgery (she referred she has requested the product removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, blindness, infection, abdominal pain, diarrhoea, vomiting, muscle spasms, back pain, hypersensitivity, visual impairment, memory impairment, tooth loss, liver disorder and device intolerance outcome was unknown. The reporter considered abdominal pain, back pain, blindness, device intolerance, diarrhoea, genital haemorrhage, hypersensitivity, infection, liver disorder, memory impairment, muscle spasms, pelvic pain, tooth loss, visual impairment and vomiting to be related to essure. The reporter commented: patient referred she has requested the product removal, she would undergone a fallopian tube and uterus excision to remove possible product remains, she commented she only wanted to remove the product since her body rejected it. The product continued implanted. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-jul-2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 11,709 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleedings"), blindness ("very elevated loss of vision") and infection ("infections") in a female patient who had essure (batch no. 729921) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "her body rejected the essure". On an unknown date, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), infection (seriousness criterion medically significant), abdominal pain ("abdominal pains"), diarrhoea ("chronic diarrhea"), vomiting ("vomit"), muscle spasms ("cramps in hands and leg"), back pain ("lumbar pain"), hypersensitivity ("allergic reaction"), visual impairment ("vision problems (flying flies)"), memory impairment ("memory problems"), tooth loss ("loss of dental pieces") and liver disorder ("hepatic problems"). The patient was treated with surgery (she referred she has requested the product removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, blindness, infection, abdominal pain, diarrhoea, vomiting, muscle spasms, back pain, hypersensitivity, visual impairment, memory impairment, tooth loss and liver disorder outcome was unknown. The reporter considered abdominal pain, back pain, blindness, diarrhoea, genital haemorrhage, hypersensitivity, infection, liver disorder, memory impairment, muscle spasms, pelvic pain, tooth loss, visual impairment and vomiting to be related to essure. The reporter commented: patient referred she has requested the product removal, she would undergone a fallopian tube and uterus excision to remove possible product remains, she commented she only wanted to remove the product since her body rejected it. The product continued implanted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (aemps, reference number: ps/az/46326) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleedings"), blindness ("very elevated loss of vision") and infection ("infections") in a female patient who had essure (batch no. 729921) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "her body rejected the essure". On an unknown date, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), infection (seriousness criterion medically significant), abdominal pain ("abdominal pains"), diarrhoea ("chronic diarrhea"), vomiting ("vomit"), muscle spasms ("cramps in hands and leg"), back pain ("lumbar pain"), hypersensitivity ("allergic reaction"), visual impairment ("vision problems (flying flies)"), memory impairment ("memory problems"), tooth loss ("loss of dental pieces") and liver disorder ("hepatic problems"). The patient was treated with surgery (she referred she has requested the product removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, blindness, infection, abdominal pain, diarrhoea, vomiting, muscle spasms, back pain, hypersensitivity, visual impairment, memory impairment, tooth loss and liver disorder outcome was unknown. The reporter considered abdominal pain, back pain, blindness, diarrhoea, genital haemorrhage, hypersensitivity, infection, liver disorder, memory impairment, muscle spasms, pelvic pain, tooth loss, visual impairment and vomiting to be related to essure. The reporter commented: patient referred she has requested the product removal, she would undergone a fallopian tube and uterus excision to remove possible product remains, she commented she only wanted to remove the product since her body rejected it. The product continued implanted. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 11.746 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: following company internal coding review, the reported event "her body rejected the essure" was recoded to the meddra llt: device rejection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.